Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient uses a prescription skin barrier prior to sensor insertion, that was prescribed for another product unrelated to dexcom system.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report using skin barrier wipes on (B)(6) 2015. Patient uses skin barrier wipes to prevent skin reactions. Patient was prescribed kendall skin wipes on (B)(6) 2000 for another product unrelated to dexcom system. Patient reported that he uses the wipes prior to sensor insertion. No additional event or patient information was provided.